Manufacturer narrative:
Patient information was not provided d.4. The catalogue and serial number are unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in unites states. Livanova initiated an investigation. This event was brought to livanova¿s notice by a lawsuit being filed, and the possibility to speak with the person suing us is limited by the rules of litigation. However, livanova is working in collaboration with its legal department to obtain any relevant information from the complainant. Livanova will timely share with the competent authority in a follow-up report any relevant additional information received

Event description:
Complainant alleges through their counsel that m. Chimaera infection. Based on current status of the investigation the alleged device issue (o comunque l¿allegation fatta) was yet not confirmed.

Manufacturer narrative:
Through follow up, livanova was informed of the sn of the device. Relevant fields have been updated. Patient alleges m. Chimaera infection caused by contaminated 3t used during aortic valve replacement surgery on (B)(6) 2017; symptoms arose on (B)(6) 2019 when patient began experiencing malaise, cold chills, shaking, night sweats, poor appetite, and fevers; patient underwent redo sternotomy/aortic valve replacement on (B)(6) 2019; cultures taken from explanted aortic valve from on (B)(6) 2019 surgery were positive for m. Chimaera on (B)(6) 2019 within the information provided it is stated that the patient was seriously injured. Legal lawsuit has been issued and no other information has been made available other than that reported in the complaint file and attached in additional information section. DHR review of device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Source of patient contamination remains unknown and the livanova device involvement as well. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action. The involved device in use at the hospital at the time of surgery (2017), was not equipped with vacuum and sealing kit since upgrade activity was performed in 2020. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H 11: through follow up, livanova was informed patient began to have symptoms (B)(6) 2019. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.